Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt, the lead had high impedance. It was also noted that extending the screw outside the body took too many turns to extend it and the lead would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.